Event description:
It was reported that the ventilator was not creating output pressure while connected to a patient. The ventilator did not have an audible alarm. The patient had multiple desaturation episodes. No patient harm reported.